Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report, omsc surmised it might be occurred due to the failure of the ccd image sensor or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error code b32 which indicated the subject device was damaged was displayed at the unspecified timing. There was no report of patient injury associated with this event. It was not provided the other detailed information.